Event description:
(B)(4). It was reported that post a percutaneous coronary intervention procedure, the patient experienced a myocardial infarction. In (B)(6) 2013, the patient presented with unstable angina and was referred for cardiac catheterization. The 70% stenosed and 20mm long target lesion was located in the proximal left circumflex artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x28mm promus element plus stent, resulting in 0% residual stenosis following post dilation. The next day the patient developed myocardial infarction, cardiac enzymes were noted to be elevated, no action was taken to treat the myocardial infarction and the patient was discharged the same day on dual antiplatelet therapy.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).